Event description:
A report was received that the patient was explanted due to pain in his back and pain at the pocket site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.